Manufacturer narrative:
The device was returned and analyzed. The returned device was unable to confirm an issue. Analysis of the device memory was performed and no anomalies were found. Hybrid analysis was unable to confirm the reported no tel-c condition. The device functioned nominally when interrogated with the 2090 programmer via tel-c which was fully functional throughout the analysis. The reported failure mode was not present. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implantable cardioverter defibrillator (ICD) being implanted, the device would not communicate wirelessly. Troubleshooting methodology was administered by medtronic technical services and the device wireless telemetry was determined inoperable. The device was not used for implant. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.